Event description:
It was reported that prior to implantation, the programmer was not connecting to the implantable cardiac monitor (icm). Multiple pro grammers and wands were used to try and connect to the device but no connection for interrogation. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis determined that the no-telemetry failure was due to the device incurring crystal errors. No anomalies were found in the crystal resonator. There was no confirmation of an abnormal condition that would have resulted in crystal errors. If information is provided in the future, a supplemental report will be issued.